Event description:
(B)(4) study. It was reported that post coronary stenting treatment, restenosis occurred. In (B)(6) 2010, the subject presented with recurrent chest pain and was diagnosed with unstable angina (braunwald classification: ib). Cardiac catheterization was recommended which reveailed an 80% stenosed target lesion located in the distal left anterior descending (lad) artery. The lesion was 6 mm long with a reference vessel diameter of 2.6 mm and was treated with direct stent placement using a 2.50mm x 8mm taxus liberte stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject presented with coronary artery disease progression and was hospitalized the same day. Coronary angiography revealed 80% in-stent restenosis of the previously placed study stent in distal lad. The restenosis was treated with pre-dilatation and placement of a 2.50mm x 15mm non-bsc drug eluting stent. Following post dilatation residual stenosis was 0%. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel the following day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).